Event description:
A male patient complained that he is bothered by glare in both eyes since implanted with an zcb00 intraocular lens (iol). The lens was implanted in (B)(6) 2011, the exact date was not known. The glare is worst in the left eye than the right eye. It impacts him mostly at night while driving. He noted that he noticed the glare initially with the left eye but it is more bothersome since the right eye was implanted in (B)(6) 2013. At this time both iols remains implanted. This report is for the left eye. A separate report is filed for the right eye.

Manufacturer narrative:
Patient did not provide onset date other than since he has been implanted. (B)(6) 2011 is used as an estimate.patient did not provide implant date. (B)(6) 2011 is used as an estimate.all pertinent information available to the manufacturer has been submitted.